Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, optics is unclear. No information about patient involvement available. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Device evaluation: the customer's statement "optics blurry" can be confirmed. Upon inspection of the imaging, significant blurring and partial defocusing are visible. Severe abrasion is visible in the rod lens system and behind the distal cover glass. The optics may have been pre-cleaned using ultrasound, which led to increased abrasion in the system. Furthermore, the silicone separating layer in the distal cover glass has partially detached and is significantly contributing to the impaired imaging. Due to its age (10 years), the optics also show normal signs of wear. Despite the age of the optics, they are in good overall condition. The damage found is due to wear and tear on the one hand and clinical use/clinical reprocessing on the other. The event is filed under internal karl storz complaint ID: (B)(4).